Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high pacing threshold. Moreover, during procedure the lead helix was difficult to retract. A new lead was implanted. No additional adverse patient effects were reported.